Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right tha on (B)(6) 2016 and was implanted with an lfit v40 femoral head and accolade ii hip stem which was revised on (B)(6) 2025 due to alleged pain and signs of metallosis.